Event description:
Pt's head was placed in a 3 point mayfield at the beginning of the surgical procedure. During wound closure, the pt's head sank. Readjusted and retightened the mayfield, but no loose connections were identified.